Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20280. It was reported the physician explanted a medtronic system and implanted the pt with an sjm system without any issue. Three hours after the procedure, the pt could not feel her legs. Exploratory surgery was undertaken where 2 hematomas were discovered; one was at the lead site and one at the ipg site. The system was explanted and the pt was regaining movement in the legs post-operatively. The pt remained in the hospital for observations. F/u identified the pt spent a week in the hospital and was released with no permanent deficits in her legs. Additionally, the pt has regained full use of her legs and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.